Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for spinal pain. The patient reported that their implantable neurostimulator (ins) had initially been placed too low, and was uncomfortable when they would sit. Therefore, they had it revised. The patient indicated that this happened in early 2014, right after they had been implanted. No further complications were reported or anticipated.